Manufacturer narrative:
(B)(4). This complaint is related to emdr #1828100-2016-00190. At set-point of 30%, the central control monitor (ccm) read 30.6%, servomex o2 analyzer read 26.4% which is outside the limit of +/- 3%. The srt replaced the o2 sensor with a new o2 sensor which also failed the sensor accuracy test (refer to emdr #1828100-2016-00190). The srt installed another o2 sensor and ran applicable verification tests. The unit operated to manufacturer specifications and was returned to clinical use. During the laboratory evaluation, an epgs with the returned o2 sensor installed was within o2% accuracy specifications. The product surveillance technician (pst) installed the returned o2 sensor into a lab-use only (luo) epgs and connected the epgs to a system-1 simulator and ccm. The pst connected the epgs to o2 and air, entered a perfusion screen on the ccm. After the 15 minute warm-up period, calibration of the o2 sensor was initiated and passed. The measurement of the direct current (d/c) output voltage from the o2 sensor at five liters per minute (l/min) and 100% o2 was 1.84 volts which is within the specification of 0.55-2.758 volts. The pst observed nothing that would cause failure. The pst checked o2 accuracy and all readings are within specifications. Flow rate = 5 l/min, o2% set point = 100%, ccm = 100%, external analyzer = 99.2%. Flow rate = 5 l/min, o2% set point = 80%, ccm = 80.5%, external analyzer = 78.9%. Flow rate = 5 l/min, o2% set point = 50%, ccm = 49.7%, external analyzer = 48.8%. Flow rate = 5 l/min, o2% set point = 30%, ccm = 30.8%, external analyzer = 30.9%.

Event description:
Upon receipt of the device, the service repair technician (srt) reported that the electronic patient gas system (epgs) failed the oxygen (o2) sensor reading accuracy portion of the verification test. This is considered an "out of box" failure. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed.if additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.